Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.3, lab: 3.2. Date : 09/10/2010, inratio: 4.1, lab: 3.1.